Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform the displacement test due to motor error alarms. Device had scratched display window, cracked reservoir tube lip and moisture damage on electronic assembly. The device was received without belt clip. Unable to verify damage to belt clip. No damage noted on belt clips lot. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 285 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.